Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: patient currently was receiving chemotherapy via portacath. Bd maxzero needleless connector was found to be leaking and contents were found on bed. Patient was currently infusing bicarb @ 100ml/hr, mesna 25ml/hr, doxorubicin 13 ml/hr. Caps were replaced. Patient bed covers and room was scanned for spillage. Portacath needle and dressing is intact.

Manufacturer narrative:
H6: investigation summary: one photo was received which is enough to verify the customer's complaint of leakage even though it is difficult to determine any issue with the connector. Without a physical sample for investigation, the root cause of this failure remains unknown. A device history record review for model mz1000-07 lot number 21056090 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: patient currently was receiving chemotherapy via portacath. Bd maxzero needleless connector was found to be leaking and contents were found on bed. Patient was currently infusing bicarb @ 100ml/hr, mesna 25ml/hr, doxorubicin 13 ml/hr. Caps were replaced. Patient bed covers and room was scanned for spillage. Portacath needle and dressing is intact.